Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the foreign material remaining in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the nozzle and jet tube. There was no patient involvement.